Event description:
Caller states that the patient tested 6.3 inr and 4.8 inr during duplicate testing. Caller states that the patient also tested 6.7 inr and 4.9 inr during duplicate testing. Patient's coumadin was reportedly held due to device results. No adverse event reported. Requested return of suspect device and replacement was sent. Caller is unsure which results in each comparison is the reference value.